Event description:
Dr. Performed a stereotactic biopsy on this pt where he uses the disposable biopsy needle kit. Ref#41778c. Biopsy needle malfunctioned. The tip was not opening and closing as instructed on port. Drs did troubleshoot the issue and noted it was not functioning properly. Did not use this biopsy needle once noted.